Event description:
The information provided to sjm indicated this patient had a 21mm epic supra valve implanted. The valve was explanted due to symptomatic aortic stenosis. The valve was replaced by a 21mm trifecta valve (model: tf-21a; serial: (B)(4)).

Event description:
The patient was doing well post-procedure.

Manufacturer narrative:
(B)(4). Product evaluation summary: the results of this investigation concluded fibrous thickening on all cusps, outflow thrombus on all cusps, and a focal thin layer of fibrin on the inflow surface of cusp 2. Special stains were negative for organisms, and no acute inflammation or calcifications were present. There was no evidence found to suggest the cause of the fibrin and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin and thrombus remains unknown.